Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant site exposing the receiver/stimulator (date not reported). Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.